Event description:
It was reported that during a ptca/stent procedure to treat a lesion in distal right coronary artery, the stent delivery system would not cross the lesion. The stent delivery system was retracted into the guiding catheter (contrary to IFU) and the stent separated from the delivery system. The stent was retrieved with a snare device. Another company's stent was successfully deployed.